Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump received multiple power error detected alarm. The customer¿s blood glucose level was unknown. The customer¿s mother reported that the alarm occurred every four hours and she had to stimulate the rewind sequence after every alarm. The insulin pump will not be returned for analysis.